Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿red bumps around the mouth,¿ inflammation, and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform. Device labeling addresses the reported event(s) as follows: "warnings: injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting 7 days in facial wrinkles and folds, and typically last 14 days in the lips. Refer to the adverse events section for details. Adverse events: the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, necrosis, infection, migration, paresthesia, dry skin, abscess, headache, malaise, flulike symptoms, vision abnormalities, scarring, nausea, drainage, dyspnea, syncope, dizziness, anxiety, granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: oral or injectable antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress."

Event description:
Healthcare professional reported that after injection in an unspecified area with juvederm ultra, the patient experienced "red bumps around the mouth" noticed an unspecified time after injection. It is unspecified if treatment was provided. It is unspecified if symptoms are ongoing. Healthcare professional provided clarification of the event, reporting that the day after injection "around mouth-chin" and "corners of mouth" with two syringes of juvederm ultra xc, the patient experienced erythema and &#62728;ere was inflammation and nodule" at the injection sites. It is still unspecified if treatment was provided. Symptoms resolved five days after symptoms onset.